Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a battery out limit alarm and a failed battery test. The insulin pump had also turned off without warning. The battery lasted more than one week. The customer was sent a replacement battery cap. No blood glucose reading was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and battery tube. Unable to verify low battery alarm, failed battery test or lost sensor alarm due to blank display anomaly. The insulin pump had cracked case at the display window corner and minor scratched display window.